Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two patient samples using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Historical vitros tropi es quality control results were acceptable during the timeframe of the event indicating vitros tropi es lot 3510 in combination with the vitros 5600 system was performing as expected. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3510 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. However, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropi es, lot 3510. Vitros tropi es precision testing performed was within acceptable guidelines, however a precision test was not performed prior to cleaning actions, therefore an instrument issue cannot be entirely ruled out as a contributing factor of the event. Pre analytical sample processing could not be ruled out as a contributing factor. It was not determined if the customer is processing samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed or ruled out.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from two patient samples using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 1 vitros tropi es result 0.088 ng/ml versus expected vitros tropi es result <0.012 ng/ml. Patient sample 2 vitros tropi es result 0.173 ng/ml versus expected vitros tropi es result <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result obtained when processing the patient sample 1 was reported from the laboratory and a corrected report was later issued. The vitros tropi es result from patient sample 2 was not reported outside of the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).